Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports reaching out about closed bite issue and chipped a tooth. Recently, the dentist advised to stop treatment because the tooth structure was not suitable for the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.